Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the cerebral artery using the penumbra system aspiration pump max 110. During the procedure, as the physician turned on the pump max 110, the motor sound began, but the meter showed a zero pressure and it would not achieve vacuum. The physician restarted the penumbra system aspiration pump max 110, and it began working as intended upon turning it on. There was no report of an adverse effect on the patient. The physician stated that this was not the first time the issue occurred with this pump.

Manufacturer narrative:
Conclusion: it is unknown if this device is available for return. If the device is made available, a follow up MDR will be submitted upon completion of the device investigation.